Event description:
Distributor became aware of an event that occurred while performing a diagnostic procedure. The procedure was completed successfully. The wire was removed and it was noted the coating had sheared and a segment remained in the right iliac. A snare was advanced via the left side and was used to successfully retrieve the detached coating. The pt experienced no sequelae as a result of this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.